Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter in the urethral catheterization tray was sealed shut on the end and they had to waste that product.

Event description:
It was reported that the catheter in the urethral catheterization tray was sealed shut on the end and they had to waste that product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "blades with no cutting edge(oxidize)¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.